Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead exhibited high impedance measurements with noticeable increment upon re-positioning at multiple locations. The physician elected to remove and replace the lead on (B)(6) 2023. No patient consequences was reported.